Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported erosion is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported patient symptom of erosion is known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) underwent a reintervention procedure due to pump erosion through the scrotum, which occurred as a result of the patient tampering with the device. No additional information was provided.